Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 150 mg/dl. It was stated that the customer's blood glucose levels began to rise at bedtime but the customer did not check her blood glucose levels. The infusion set was approx two days old. The insulin pump passed the self test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.